Event description:
Customer reported that the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, cracked bleeding and scratched display window. Unit was also received with vibrator rattling due to vibrator adhesive was not adhering.